Manufacturer narrative:
MDR 3003442380-2024-01032 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. On 09-apr-2024, it was reported that the pattient faced a bent cannula. The blood glucose level of the patient at the time of event was 350mg/dl. Currently, the blood glucose level of the patient was 212 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.